Event description:
It was reported that post op to a colorectal procedure there was intraluminal bleeding with the stapler. Led to an anastomotic leakage.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. What is the product code? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Would the account like to speak with ethicon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. Corrected data: d1, d4.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: are these anastomotic leaks or post-op bleeds? Post-op bleeds, resulting in anastomotic leaks what is the product code? Psee60a, ntlc, cdh29p was the bleeding intraluminal or extraluminal? Intraluminal would the account like to speak with ethicon? For now, we will address the situation with the local team. Unfortunately, it won¿t be possible to acquire the information asked, as it concerns cases of last year ¿ from which these data points aren¿t captured. Required reoperation and resulted in a suture leakage the specialists did not have a hypothesis as to what exactly could have caused it, but it was clear to them that the bleeding resulted in suture leakage blue filling is used for the right hemi, blue or gold hemi left, often gold for the sigmoid and green rectum.